Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach was found before use with a bd vial access cannula. The following information was provided by the initial reporter, "product came with the red tape over the top and not sterile or sealed." 4 occurrences were reported.

Manufacturer narrative:
This MDR is a duplicate of MFR# 1213809-2019-00852, please consider this MDR as cancelled.

Event description:
It was reported that sterile breach was found before use with a bd vial access cannula. The following information was provided by the initial reporter, "product came with the red tape over the top and not sterile or sealed." 4 occurrences were reported.